Manufacturer narrative:
Field service rep evaluation: a vyaire field service representative (fsr) evaluated the device onsite. The fsr could not duplicate the reported event. The fsr calibrated the device to product specifications and completed performance testing. The device passed all testing with no failures detected.

Event description:
The customer reported an unresolved transducer fault (xdcr) alarm display, while the device was on a patient. The ventilator was changed out and there was no harm to the patient.